Event description:
Reference number: (B)(4). Event occurred in bahrain. It was reported that the patient experienced an infusion set bent cannula event on (B)(6) 2026. The insertion site was the leg, and the infusion set had been in use for two days. The patient's blood glucose level was high, and the patient received assistance from the mother and was treated with a manual injection. No further information available.